Manufacturer narrative:
Additional information was requested and provided. The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. Applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email on (B)(6) 2016 from sales representative: "it may be a ctf73, I was only told about this incident and have not seen the torcar myself. The surgeon could not remember exactly which one it was."

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "when inserting a" competitor's grasper "through the trocar a small part of black rubber was pushed out this was then retrieved from the patient. The balloon also failed to inflate properly. This happened approx 3 weeks ago but I was only made aware today as it was not reported at the time." Patient status - "did a patient injury or illness occur associated with the complaint event? No".